Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had unstable thresholds. During the explant of the lead, the physician pulled the lead back; the lead made it to the bend in the superior vena cava (svc) and broke leaving a partial lead in the patient's body. The remaining portion is wedged in place and remains in the svc. The lead was not replaced. No patient complications have been reported as a result of this event.